Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is doing well, and is free of infection. This is the final report.

Event description:
It was reported that the patient experienced an infection at the implant site. The patient was prescribed antibiotics (type unknown).